Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. Upon review of the final angiogram, it was reported that the aortic body was displaced distally by approximately 5mm and there was a type ia endoleak. The seal zone was ballooned 32 minutes post fill polymer mix; however, this did not resolve the endoleak. The physician decided to leave the endoleak and re-assess again at the 1 month follow-up. The pt was reported as doing well after the case. Review of the intra-operative images by trivascular confirms the position of the aortic body is distal to the intended target in a region of vessel diameter outside the treatment range for the device resulting in the sealing rings being in poor apposition with the vessel wall. A root cause for the final position of the aortic body is undetermined.